Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue and purple pixels appeared adjacent to the probe but should have been heated in reality. There were no patient complications reported in relation to this event.